Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, the pump powered up with auditory and vibration to a blank screen. The ¿flashing display¿ complaint was unable to be adequately investigated. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump¿s cover was removed and there was moisture corrosion found to the display flex and connector. The pump powered up to a blank display with the use of a test display due to moisture corrosion on the printed circuit board display connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a flashing display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.